Manufacturer narrative:
This report is for an unk - screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date about 3 months before, the patient underwent the surgery for the femoral neck fracture with the fns implants in question. Procedure was completed successfully without any surgical delay. After the surgery, on (B)(6) 2021, the fns removal surgery was performed for osteonecrosis of the femoral head. During the removal, the surgeon tried to remove a locking screw with a driver (made by another company), the tip of the driver got twisted and broke. After the anti-rotation screw and the bolt were removed, the locking screw was removed successfully by the carbide drill. All fns implants were replaced with an artificial femoral head (bha). Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) unk - screws: fns locking. This is report 3 of 4 for complaint (B)(4).